Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Frame, forks bent/damaged. Frame, stability adjustment. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Return evaluation showed bent forks.